Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was no label or missing label information. The following information was provided by the initial reporter. The customer reported "the label was missing."

Manufacturer narrative:
H.10 correction : pr is canceled. Reason for cancelation: this is a not a product complaint, this is a service/shipping error.

Event description:
It was reported when using the bd vacutainer® edta 2k there was no label or missing label information. The following information was provided by the initial reporter. The customer reported "the label was missing."